Event description:
Same case as MFR report#: 2134265-2008-02620. It was reported that during a heart catheterization procedure, damage to guide wire coating occurred. The lesion was located in the abdominal aorta. Upon attempts to treat the lesion, coating fragments were noted coming off the magic torque guide wire. The event was completed successfully with a different device. No patient injuries or complications were reported. The patient's status was reported as "ok."

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.